Event description:
Following the completion of a plasmapheresis treatment, the nurse observed an external blood leak at the bottom of the filter of the prismaflex (B)(4) set (similar to a product cleared in USA). The patient had an estimated blood loss of 45 ml. The patient was not symptomatic and did not require any medical intervention.

Manufacturer narrative:
Our complaint history file has shown that no other complaint and no manufacturing nonconformity have been reported regarding the involved lot 12i1106 of prismaflex (B)(4) set. The prismaflex (B)(4) set was not returned to the manufacturer. The prismaflex tpe set is not cleared in the USA but similar to a product with FDA clearance. No malfunction was reported on the prismaflex control unit. According to the nurse, the prismaflex machine generated an alarm ¿plasmafilter clotted¿ right before the incident. The pcmcia data from the prismaflex machine is not available. Based on the provided information there is no data to reasonably suggest that the patient was seriously injured or received any medical intervention to preclude serious injury. There is no information to reasonably suggest that any gambro product caused or contributed to the reported event. Gambro does not regard the submittal of this report as an admission of causation or liability.